Event description:
Caller states the patient tested 5.7 inr on the coaguchek xs system and 3.9 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.